Event description:
A nurse reported that the needle from the insyte autogard IV catheter would not retract when she pushed the retract button. Staff on the floor report that they have experienced the same problem recently, although there seem to be no apparent defects and no commonalities between the events. In this particular event, the nurse was unable to get the needle to retract into the safety cover. The IV was removed and another was used to start the line. Other staff in the unit report that they have needed to push the button several times in order to get the needle to retract. No staff member was injured in this event. The patient had to be stuck twice in order to establish an intravenous line. Staff did not save the device from this event. Manufacturer response (as per reporter) for 22ga 1.00inch 0.9x25mm IV catheter, bd insyte autoguarda copy of this report has been faxed to the manufacturer.